Event description:
During a laparoscopic assisted vaginal hysterectomy, the original cartridge fired properly. When the surgeon attempted to close the trigger using a reload, there was a loud clicking noise and the device was extremely hard to fire. The device did not cut and only a couple of staples at the proximal end of the cartridge attached to the tissue and were poorly formed. Another reload would not fire at all. The firing trigger jammed. A new device was opened and the case completed. No patient consequence.